Event description:
It was reported that the patient experienced hypoglycemia while using the ilet for four days, with a documented blood glucose of 62 mg/dl during the early learning phase; the event was discussed with the caller and general troubleshooting and education were completed. Symptoms included weakness consistent with hypoglycemia. Outcomes included resolution after oral carbohydrate treatment with soda and stabilization of blood glucose. Investigation included complaint intake, user interview, and review of device use during the initial adaptation period. Investigation of this case revealed no device malfunction reported, with the event plausibly related to expected glucose variability during early ilet adaptation while using a teflon 23-inch inset. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.